Event description:
Patient reported on (B)(6) 2026 that after losing a lot of weight (reportedly 60kg) that their optimizer smart ipg was "unstable" in pocket, the pocket area was painful, and charging the ipg is "difficult." The patient was seen by the physician and impulse dynamics field representative at the hospital on (B)(6) 2026, and interrogation of the ipg showed very low sensing of the rv lead. An x-ray showed a lower ipg position within the pocket, which was causing strain on both leads. The smart ipg and attached leads were explanted on (B)(6) 2026 and were replaced with a new optimizer smart mini ipg and leads. There is no evidence at this time to suggest the optimizer smart ipg malfunctioned in any way. The explanted ipg is currently being sought for evaluation from the hospital, but it is unclear at this time whether the device is capable of being returned to impulse dynamics or if it has been discarded.